Manufacturer narrative:
Device evaluated by MFR: device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Bsc ID# (B)(4)/ tw#(B)(4).

Event description:
It was reported that a tip tear occurred. The procedure was indicated due to aortic stenosis. Vascular access was obtained via a femoral approach. A 14f isleeve was selected. Upon initial insertion of the isleeve, slight resistance at inside the vessel and unable to advance introducer further was encountered, so the introducer was removed and dialator was used to predilate. When they went to put the introducer back in, it was noticed that the tip was slightly split. They did not use it any further. The procedure was completed with a new isleeve. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.